Event description:
The patient came in for anorectal manometry testing. During the test, the np began to feel strong resistance with the catheter. As air continued to be pushed into the catheter, an unknown noise was heard by the np, rn, and the patient. After testing, the patient was taken to the bathroom by the rn. According to her, the patient was unable to expel the balloon and catheter. The rn examined the patient's rectum and could see the catheter. The rn was able to remove catheter and guide wire with no resistance but the balloon was not attached. The patient was told to keep pushing. An attempt was made to contact another np who was experienced with the testing, but she could not be reached. The patient continued pushing and the balloon eventually came out. It was noted that the balloon was split open.